Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. It was stated that when they fixed the main pcba assy from other working machine into this machine it started to work normally. So, they have confirmed that the main pcba assy of this machine has failed. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the vela ventilator had a transducer fault alarm after completing the self-test. There was no patient involvement with this event.